Event description:
It was reported that the customer passed away. It was stated that the customer has been using the insulin pump since twelve years of age. It was stated that cause of death is unknown at this stage. The autopsy results were normal and that bio-chemistry studies would takes twelve weeks approximately. It was stated that a friend contacted the customer's father who then got the door lock broken a locksmith and found the customer fallen off the bed on the floor. The ambulance was called and they were unable to resuscitate. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test and alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform the perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window, scratched case, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and stained end cap sticker.